Event description:
Healthcare professional reported left side side "suspicious lymph node enlargement" and "lymph nodes with silicone in the axilla" diagnosed via ultrasound. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: not observed. Lymphadenopathy: unable to observe since it is not related to the device. Silicone migration: unable to observe since it is not related to the device. As per the investigation procedure deformation was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Additional, changed, and/or corrected data: h11. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ lymphadenopathy: unable to observe since it is not related to the device. ¿ silicone migration: unable to observe since it is not related to the device. As per the investigation procedure deformation was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side "suspicious lymph node enlargement" and "lymph nodes with silicone in the axilla" diagnosed via ultrasound. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and migration

Event description:
Healthcare professional reported left side side "suspicious lymph node enlargement" and "lymph nodes with silicone in the axilla" diagnosed via ultrasound. The device has been explanted and replaced with another manufacturer's device.